Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, the pt reported that about 6 years ago she had an infection at her insulin infusion set site. She stated "it was big" and had to be lanced and "it could have been fatal if it had gone deeper." No detailed info was available due to the passage of time. She stated she currently uses a different type of infusion set and changes her cartridge, tubing and infusion headset every 2.5-3 days. She was advised to change her headset every 2 days and the cartridge and tubing every 6 days. The use of a longer needle based on her body type and weight was discussed with the pt. No product will be returned for eval.